Event description:
A (B)(6) male pt contacted zoll customer support to report a code 108 - non-critical database error. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 108) was confirmed. As received, the monitor failed incoming testing. The cause of the test failure and code 108 was a ram failure (components u100 and u101) on the ca board sn (B)(4). The ram components had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive stain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The pt received a replacement monitor.